Event description:
The customer reported the system will not boot up.

Manufacturer narrative:
The ge service rep replaced the sram card and u20. Tested system by several reboots and taking fluoro shots. System operating as intended.